Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen - cracked/shattered/scratched, unreadable, and unresponsive issues were verified, but the alarms - undefined issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable. Additionally, it was reported that there was an unknown alarm. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.